Manufacturer narrative:
G4: (B)(6)2020 b4: 01oct2020 the biomed conformed in addition to replacing the battery, the power supply was replaced as well. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09sep2020.

Event description:
The customer reported charge light flashes and beeps and the battery will not charge. The biomed indicated the v200 battery is flashing and is beeping every 60 seconds. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.

Manufacturer narrative:
G4: 17sep2020. B4: 17sep2020. The biomed indicated the battery light started flashing, and a beep was noted every 60 seconds. A service call was placed, the battery was not charging, a new battery was ordered. The new battery was installed. After the repair, the battery light started flashing, and a beep was noted every 60 seconds. A service call was placed; field service was scheduled to come on-site to replace the power supply. While replacing the power supply, the technician determined that the new battery that was installed was bad. The old battery was re-installed, and the new one was sent back to philips for a refund. Techinical support stated that the battery not charging was a bad battery indicator. The biomed indicated another new battery was ordered from philips and was installed. The problem seems to have been resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.